Event description:
I had been using sterile pads given to us by the (B)(6) care clinic to cover punctures and scrapes from a dog bite on my son's leg. I purchased exchange select sterile pads - manufacturer: aso llc, (B)(4) - when I needed more. I have been using the exchange select pads for one day. I used one on the evening of the (B)(6) and one on the morning of the (B)(6). Yesterday evening, he began complaining of itching under the bandage. When I removed the bandage, there was rash from contact dermatitis directly under, and in the shape of the pad. I cleaned the area well and used a different brand of pad from our first aid kit. The rash is now clearing up. While this is not a life-threatening reaction, I would like to understand why the exchange select pads caused a rash - something he hardly needed on top of the dog bite.